Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. Unable to investigate/ confirm complaint customer was unwilling to provide any information with regards to lot number, test date/time, test results or patient history was provided by the customer. Assessment: based on the I-stat negative result and the result from another manufacturer being positive and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6)2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result. The customer alleged that the I-stat generated a negative result, and a technique using an laboratory instrument gave a positive result. The patient was treated based on the reference instrument. There were no injuries associated with this event. However, the customer was unwilling to provide any information with regards to lot number, test date/time, test results or patient history to assist with the investigation of this event. There was no additional patient information available at the time of this report. There is no return product available for investigation. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).